Event description:
Customer's family member called to report that customer passed away on 12/2004. Customer family member also reported that pt were wearing pump at the time of death and that cause of death was either carbon monoxide poisoning or low blood glucose. Pt's physician was contacted and indicated that although the cause of death was not confirmed, family member did not believe it was due to hypoglycemia.